Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packages of an unspecified quantity of one-link neutral luer activated devices were damaged causing compromise to the sterility of the devices. This was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual devices were not available; however, photographs of the samples were provided for evaluation. A visual inspection of the photographs revealed damaged device packages and shipping carton. The reported condition was verified. Based on the evaluation performed, it was determined that the issue occurred after the devices were manufactured and therefore, the cause was not related to the manufacturing process. The likely cause was due to an issue during transport, however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.